Event description:
Dvr radial styloid locking screw backed out due to the position of the plate.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Provided information states on the x-ray, it appears the plate may have been rotated slightly, just enough to not fully sit on the bone on the radial styloid side. This may have acted like a springboard and allowed slight flexing of the plate to cause the screw to back out. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.